Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2003, patient underwent following procedure: anterior pre-peritoneal approach for l4-5 bak with isolation, retraction and manipulation of great vessels. Pre-op and post-op diagnosis: symptomatic degenerative disc disease l4-5. No complications were reported. On (B)(6) 2003, patient underwent following procedure: anterior fusion with interbody cages and bmp sponges l4-5 right and left. Insertion of pedicle screws l4-5 left with insertion of rod. Anterior total discectomy l4-5 pre-op and post-op diagnosis: torn degenerative disc at l4-5 with intractable back pain. As per-op notes: ".. An anterior total discectomy of l4-5 was performed in routine fashion. We described the endplates of the l4 and l5 vertebrae. We then inserted 16 x 20 x 26 cages on the right and left at l4-5. These cages were filled with bmp sponges.. The patient tolerated the procedure well and was taken to recovery in satisfactory condition.." On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.